Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery to treat humeral pseudoarthrosis, conducted on (B)(6) 2016, the drill bit interfered with the multiloc humeral nail at the proximal hole for distal locking. The surgeon then decided to drill at the distal hole first. The attempt was successfully completed without interference and so screw was inserted. The surgeon again tried drilling at the proximal hole. There was a complete passage during this attempt but the drill bit then again interfered with the reported nail. Eventually, the surgeon successfully completed inserting screw at the proximal hole after repeatedly trying to make the correct passage with k-wire (2.4mm). The reported event resulted in a 20 minute surgical delay. There was no patient harm reported. This report is 1 of 2 for (B)(4).